Event description:
It was reported that the patient experienced multiple line block alarms while using the cadd cleo infusion set. Patient resolved the event by changing the infusion set tubing. There was no damage appeared in the removed tubing. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.